Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was damaged resulting from the protrusion from the guidewire. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿guidewire was protruding through the cable¿ was confirmed. A complete lead was returned in one piece. Visual examination of the lead found the insulation was perforated by the guidewire and the inner coil was damaged at distal region of the lead which was consistent with procedural damage. The cause of the reported event was isolated to procedural damage.